Event description:
It was reported that during an open hepatectomy procedure, the device stopped working after 30 minutes of use and the generator signaled an error code. The surgeon switched the device on and off and assembled and disassembled it. In doing this, the active blade broke. The procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.